Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) analysed the system remotely and identified that the device was not booting after an emergency power test. Review of the log files shows device failed to startup related malfunction, probably caused by this missing main power. Upon troubleshooting rse found that circuit was blocked by the e-stop button activation. To resolve the issue, the e-stop button was opened, and customer performed restart of the equipment. After repair, the system returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the system is rebooted once. The procedure was completed by restarting the same azurion system. This scenario includes that the system is restarted normally. Since the device cannot expose resolved with normal restart and procedure is completed on same azurion system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device failed to start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.